Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd extension set was leaking. The following information was provided by the initial reporter: leakage of infusion/fluid at the extension connector on the set. During use.

Manufacturer narrative:
A mp9081c-0006 product was not available for investigation of(b)(5); (B)(6); however, the customer confirmed that the complaint sample was from lot 24099162. The feedback provided by the customer states that, "leakage of infusion/fluid at the extension connector on the set." Further information from the customer has stated that the leakage was from the luer lock connection point and the severity of leakage might affect high risk cases. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24099162 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp9081c-0006 set in the past 12 months.

Event description:
No additional information.